Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. We also received performance data collected from the device and have analyzed the data and battery depletion/ elective replacement indicator (eri) was indicated. The time of recommended replacement time (rrt) in save to disk was on (B)(6) 2012 device rrt <(><<)>=2.6251 volts. The weekly battery voltage trend data shows minimum battery=2.628 to 2.61 volts between (B)(6) 2012. There was one low battery voltage alert on (B)(6) 2012.

Event description:
It was reported that the device was at elective replacement indicator after 31 months of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.